Manufacturer narrative:
Additional information was added to d1, d4, d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and a leak at the third y-site clearlink was observed. An autopsy was performed on the second y-site clearlink, and non-conforming material (gland) was observed. The reported condition was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke at the y-site. The process step during which this event was observed was unknown. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.